Event description:
It was reported that outside of surgery the dermatome handpiece did not function but only made a sibilant noise. There was no patient involvement with no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the technician verified that the motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: finland. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was unstable, swivel was loose and the unit was out of calibration. Motor, sleeve, swivel were replaced. The unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.